Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause of this incident was not determined.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot gd879916 and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, this incident was determined to be caused by use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) identified in this complaint.

Event description:
This is a spontaneous report by a consumer from the (B)(6) of patient made a mistake/touch contamination and peritonitis in a male (age not reported) coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On an unreported date, the patient experienced a mistake and touch contamination and developed peritonitis. The patient was not hospitalized for the peritonitis. It was not reported if dianeal therapy was ongoing and if treatment was provided. At the time of this report, the patient was recovering from the peritonitis. The outcome of the patient made a mistake/touch contamination was not reported. A causality statement was not provided.